Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, after inflating this product once and used on the same patient as well as on the same site, a second inflation was attempted; however, the water was leaking from the balloon. The procedure was completed with a different device. The type of procedure and anatomy location of the procedure are unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. H11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no damage to the device. Functional inspection was performed, and the balloon was able to be inflated without a problem and hold the pressure without any evidence of a possible leak. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was not confirmed. The results of the analysis performed on the returned device found no damage to the device and the balloon was able to be inflated without problem and hold the pressure without any evidence of possible leak. Therefore, the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2024. During the procedure, after inflating this product once and used on the same patient as well as on the same site, a second inflation was attempted; however, the water was leaking from the balloon. The procedure was completed with a different device. The type of procedure and anatomy location of the procedure are unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.